Event description:
Philips received a complaint by the customer on the v60 indicating that the caster was damaged on the v60 stand. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Biomedical engineer (bme) has performed a visual inspection on the caster on the stand and confirmed that the device could not be used as the stand was physically damaged. The remote service engineer (rse) provided the customer with the part number of the replacement base assembly for repair. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. Although the customer stated that the device operated as intended, the alleged malfunction impacted the user¿s ability to use the device as the device could not be used on the stand. Final investigation and disposition are pending.